Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the bard urethral catheterization tray with red rubber catheter was having labeling issues and mixed product.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "incorrect/ missing translation; missing instructions; vendor/printer error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed because labeling could not have prevented the reported failure. The device was not returned

Event description:
It was reported that the bard urethral catheterization tray with red rubber catheter was having labeling issues and mixed product.